Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported there was a leak at the nasoenteral tube connection.

Manufacturer narrative:
The device history record (DHR) review could not be performed because no lot number was available. A sample analysis could not be performed because no photo or sample was available for evaluation. The complaint will be reopened if a sample is received. The reported condition could not be confirmed. The investigation was carried out with the multifunctional team. All processes and controls were found to be followed correctly, including packaging and all inspections performed on the product. No abnormal conditions were found that could trigger the reported condition. The root cause could not be determined. A corrective and preventative action (CAPA) was opened to further look into the issue. This complaint will be used for tracking and trending purposes.